Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 09/12/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address patient was also revised to address increasing pain. Upon revision the medial aspect of the tibial tray was broken and grossly loose. There was severe backside wear of the poly insert and the tibial component was thin medially and cracked and there was a large osteolytic lesion involving the entire medial tibial plateau. The femoral component was not loose but there was significant separation anteriorly. The patellar component was checked and there was moderate wear. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a fractured tibial component. The surgeon thought osteolysis and unsupported bone may have been a contributing factor. Loosening also occurred at the bone/cement interface. Cement manufactured by a competitor.

Manufacturer narrative:
The device associated with this report were not returned. Review of provided patient x-rays confirmed of the posterior portion of the tibial tray and osteolysis. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot codes required were not provided. Although the investigation could not draw any conclusions about the root cause of the device fracture, patient poor quality bone and unsupported bone may have been a contributing factor. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.